Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unknown date the patient was in the hospital. No further information was provided. Customer technical support has made several attempts to contact the reporter for follow up, however, the reporter did not respond. It is unclear at this time if the alleged hospitalization was related to use of the pump or not. This complaint is being reported based on the allegation that the patient was hospitalized for unknown reasons while using insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the last bolus delivery was on (B)(6) 2015 and the last basal delivery was on (B)(6) 2015.the pump history indicated that the pump was not in use between (B)(6) and (B)(6). The pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24hrs with no errors, alarms or warnings during testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.